Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a previously discharged patient remained in pyxis and needed to be removed. However, there were no delays or adverse events or injuries reported based on this event.